Manufacturer narrative:
(B) (4). As part of a quality system improvement plan, stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 and (B) (6) 2008 were within scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 2 reportable events associated with this event type (malfunction) and product code (B) (4).

Event description:
Cage could not be connected with cage impactor normally.